Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; and inspecting and cleaning the diaphragm. During troubleshooting, the customer indicated that the backplate mounting posts were broken/damaged. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on 08/17/2018 and 08/29/2018, to get additional information. The customer responded on 08/29/2018, indicating that the mastitis began on (B)(6) 2018 and had since resolved. The customer additionally indicated that she still needed to hand express after pumping, so she was put in touch with a medela clinician, who contacted her via email on 09/03/2018 and provided the customer with pumping techniques. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 08/27/2018 and it passed suction and cycle specifications. The broken/damaged backplate mounting posts identified by the customer during troubleshooting was not confirmed - the mounting posts passed visual inspection and were not found to be broken or otherwise damaged. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had low suction on her pump in style breast pump and developed mastitis for the second time, for which she was prescribed an antibiotic.